Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 175 mg/dl. Customer reported that the time clock did not advance. Customer was unable to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.